Event description:
A caller reported a malfunction on the pump, which did not cause any significant events or impact the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support provided information on resetting the pump and assisted the caller with this process. After resetting, the malfunction did not recur, allowing the customer to continue using the pump. The caller was instructed to call back if any malfunction codes appeared again and acknowledged understanding these instructions.